Event description:
A surgeon reports that an intraocular lens (iol) was replaced due to dislocation. The cataract surgery and iol implantation was performed in 2000. There was no problem identified with the iol during the initial implant surgery. Almost 4 weeks later, the surgeon noted the lens was not centered properly and tried to reposition the lens with a 27 gauge needle. The pt was again examined one week later, and the surgeon observed that one of the haptics was broken and the iol was dislocated forward into the anterior chamber. The lens was explanted and replaced with another iol. The pt has recovered.